Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported that the system consistently displays inaccurate readings, including frequent false lows and false highs. The patient stated that these false readings resulted in an ER visit around (B)(6) 2025. No details were provided regarding bg readings prior to or during the ER visit, any treatment or medications administered, or the patient¿s condition at that time. Per documentation, technical support attempted to contact the patient via phone and email but did not receive a response. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.